Event description:
It was reported that during a sleeve gastrectomy procedure, the device was jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Were any staples deployed prior to the device jamming? What color cartridge was being used? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.